Manufacturer narrative:
This issue has been identified under the fsn 2023-cc-src-039

Event description:
A bipap a 40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes were present in the device event log in relation to a communication issue between the central processing unit (cpu) and flow sensor inter-integrated circuit and pressure sensor serial peripheral interface. In conclusion, the device system board needs to be replaced to address the issues. This device will be scrapped as per customer request. Additionally, the accessory port was missing.